Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, it was reported that apart from emphasys offset reamer was broke today in a case at hospital. There was no surgical delay in the case and no adverse effects to the patient. The end of the uj chain where the articulating chain attaches with the piece that attaches to the reamer heads. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) device photo ad 12 nov 2024 ¿ 1, (B)(4) device photo ad 12 nov 2024). The photo investigation revealed that the distal ends of the chain connecting to the reamer head were damaged. The observed damage can be related to the condition reported, confirming this complaint. However, the photos do not show the part and lot number and it could not be identified the information of the product reported. The damage can be attributed to a combination of unintended usage of excessive forces applied on the device during use; however, root cause on this complaint cannot be established based on available information. The overall complaint was confirmed as the observed condition of the would have contributed to the complained device issue. Based on the investigation findings, the potential cause could not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, g1 (manufacturing site name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that. A. Did it broke into 2 or more pieces? Yes. B. Which part of the instrument broke? The end of the uj chain where the articulating chain attaches with the piece that attaches to the reamer heads. C. Was there any patient consequences due to reported event? No. D. Was there any surgical delay related to event? No.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a part from the emphases offset reamer was broken in a case at the hospital. There was no surgical delay in the case and no adverse effect to the patient.